Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was moderately calcified and mildly tortuous. The xience alpine 3 x 18 stent delivery system balloon was inflated to 15 atmospheres when the balloon began losing pressure. It was then inflated a second time to just above 15 atmospheres when a pinhole was noted. The balloon was deflated and removed from the anatomy and the lesion was post dilated with an nc trek to be sure the stent struts were well apposed. The xience alpine was prepped according to the instructions for use with no issues noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.